Event description:
There was an allegation of questionable elecsys ft4 IV assay results for 1 patient sample on a cobas e 411 immunoassay analyzer compared to an abbott architect analyzer. This medwatch will cover ft4 IV. Refer to medwatch with a1 patient identifier (B)(6) for information on the ft4 iii results. Refer to the attachment to the medwatch for all patient data. No questionable results were reported outside of the laboratory. The investigational e411 analyzer serial number is (B)(6).

Manufacturer narrative:
Based on the available data, a general reagent issue could be excluded. The investigation determined that the result differences generated between the different methods are consistent with methodological differences. This relates to the overall setups of the assays, the antibodies used, differences in reference materials/methods, and the standardized methodology used.